Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remoter manager refrigerator lock was broken. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) door hasp was fallen off the refrigerator. A field service engineer removed the old adhesive from the hasp, new adhesive was applied, and a clamp was used to activate the hasp to the refrigerator door. After this repair, the customer successfully recovered the srm and tested multiple inventory cycles with satisfactory results. The system functioned as intended after the field service engineer repaired the device.